Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot #? Unsure - I¿m shipping today the needle sample and suture that was given to me. When was the needle bending issue noticed?- pre-op = before use on patient while in package or during dispensing??? Or intra-op = during use on patient, while suturing??? - from what I was told it was bending intra-op while suturing. Confirm the specific number of devices (total qty actually involved with needle bending, pre-op and/or intra-op) during this procedure ? - she didn't specify how many bent per case. She simply stated that ¿this wasn't the first time the needle bent, it¿s probably been a handful of times but this is the first time I¿ve heard about it or that they have given me the bent needle.¿ confirm the specific number of devices (total qty actually involved with needle breaking, pre-op and/or intra-op) during this procedure? 8 or 9 times she said. She did not specify how many per case or if they were all individual events. Was procedure completed successfully? And how? Yes - I was told that the procedures were completed successfully by just opening another product. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the a clarification of additional information received. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If more than one procedure/patient involved with the event of broken needle: please specify details for each event/procedure/patient? Please specify quantity of patients/procedures? How many broken needles occurred at the same one procedure?

Event description:
It was reported that the patient underwent an orthopedic procedure in 2019 and the suture was used. It was reported that during the procedure, the needle was breaking. Another suture was used to complete the procedure successfully. There were no patient consequences reported. More additional information has been requested. .

Manufacturer narrative:
Product complaint # (B)(4). The actual sample was returned for evaluation. A fracture was observed near the tip of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Another sample was returned for evaluation. One labeled winding former with a detached needle and a dispensed suture of product code sxpp1a400 were received for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the tip and edge of the needle that appears to be by the use of a surgical instrument. The sample was tested by resistance test to needle and met the requirements. According to condition of the sample, no needle breakage was found.